Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a power error detected alarm on the insulin pump. The customer¿s blood glucose level was 243 mg/dl. The customer stated that the power service interrupted and power error detected alarm. The customer was advised to monitor the pump and call back if the error recurs. The insulin the pump will not be returned for analysis.